Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after implant, the right atrial lead had dislodged. It was noted that the patient had diaphragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.